Event description:
Reporter stated the blood glucose monitor provided incorrect bolus advice. He stated it recommended more insulin for the carbohydrates than he felt it should have advised. He entered 20 grams of carbohydrate and the bolus advice recommended 7 units. His ratio is 2.5 units per 10 grams of carbohydrate. He stated he thought the amount should have been 5 units. He did not provide blood glucose results. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).